Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 462mg/dl. The customer called for assistance so they can get treated for the high blood glucose. Customer stated that the insulin pump received battery out limit and removed and changed the battery. Customer stated that when insulin pump came back on, the insulin pump settings were wiped out and they could not treat. Customer was assisted with weak battery alarm troubleshooting. Insulin pump's history was reviewed and an alarm for weak battery was found. Customer also stated that the basal rates were still programmed in the insulin pump and was able to treat high blood readings with bolus. Customer declined to troubleshoot for high readings. The product will not be returned for analysis.